Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via medwatch mw5178958 that balloon detachment occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. During the procedure, the balloon catheter detached from the catheter shaft during removal from the patient. No further information was available.